Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A polaris imaging system was selected for use. Prior to procedure, it was found that the device could not be turned on. The procedure was not completed due to this event. No patient outcome information available.